Event description:
During device exchange, the left ventricular (lv) lead was difficult to insert into the device. After the lv lead was connected, noise was observed on the lv lead. The device was reprogrammed to resolve this event. The patient was stable.